Event description:
Device 1 of 5. Reference MFR report # 1627487-2013-12353, reference MFR report # 1627487-2013-12354, reference MFR report # 1627487-2013-12355, reference MFR report # 1627487-2013-12356. It was reported the patient has not used the scs system for greater than a year. The patient wants the system explanted in order to get an MRI and to continue another treatment unrelated to the scs. Note the patient has three leads for three different lot numbers, all leads are being reported.

Manufacturer narrative:
Correction/removal numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.